Event description:
Customer reported being hospitalized for high blood glucose levels. Customer was unable to complete troubleshooting at time of call. Nurse called back to complete troubleshooting on pump. Troubleshooting performed and pump appeared to be operating as designed. Nurse confirmed that customer may not have changed out set when high blood glucose levels occurred prior to hospitalization.